Manufacturer narrative:
Conclusion: the device investigation shows damage to the silicone body of the active electrode lead, which is typical for occurring during surgical intervention. No other damages have been identified which could explain the reported problem. A DHR confirmed that the device was manufactured and released according to specifications. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery leading to the observed issue over time. This is a final report.

Event description:
The recipient was implanted with the device on the (B)(6) 2020. In situ measurements performed a week later showed affected channels. The recipient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted with the device on (B)(6) 2020. In situ measurements performed a week later showed affected channels. The recipient was re-implanted.